Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed de novo lesion was located in a severely calcified and severely tortuous distal left circumflex artery. The lesion was predilated with a 2.25x15mm non bsc balloon which reduced the stenosis to 75%. A 2.50x28mm taxus liberte' drug eluting stent was deployed in the distal left circumflex artery. A second 2.50x28mm taxus liberte' drug eluting stent was advanced to the lesion with the intention to deploy it overlapping the first stent, but it caught on the calcium in the lesion. The physician was concerned about dislodging the stent and elected to remove the device. When an attempt was made to remove the device, it was stuck in the lesion. The guide catheter was deep seated in an attempt to remove the device. When the device was removed from the pt, it was noted that the stent had dislodged in the radial ostium. The procedure was completed by deploying a 2.50x24mm taxus liberte' drug eluting stent overlapping with the prior placed stent. The dislodged stent remains undeployed in the radial ostium. No further pt injuries or complications occurred. Pt status is satisfactory.